Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A functional evaluation was performed. A key performance test was performed and the test passed. The drill functioned as expected without any connection issues. A review of patient case screenshots confirms the customer allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, the field report indicated that there were no additional interventions and ¿no injury to patient¿. It was communicated that the requested clinical documentation was not available and that, although there was no patient harm, the ¿surgeon was not satisfied¿ with the surgical outcome. Patient impact beyond the manual procedure and reportedly minimal surgical delay could not be determined. No further medical assessment could be rendered at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA investigation to determine if additional actions are required.

Event description:
It was reported that, during cori tka procedure surgeon, reassembled and reconnected and received the drill disconnect error again followed by the internal console error. Surgeon decided to go manual instruments. Surgery was not delayed more than 30 min. Patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A functional evaluation was performed. A key performance test was performed and the test passed. The drill functioned as expected without any connection issues. A review of patient case screenshots confirms the customer allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional, a patient case screenshot review confirmed it. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". Per the clinical evaluation, the field report indicated that there were no additional interventions and ¿no injury to patient¿. It was communicated that the requested clinical documentation was not available and that, although there was no patient harm, the ¿surgeon was not satisfied¿ with the surgical outcome. Patient impact beyond the manual procedure and reportedly minimal surgical delay could not be determined. No further medical assessment could be rendered at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.